Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ lvp 20d 3ss cv bv air bubbles entered the line. There was no report of patient impact.it was reported by the customer that the: ball fell into drip chamber, but air passed. "Patient receiving cytoxan, ball fell into drip chamber, but air passedinto tubing causing delay in completing chemo."

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. It was reported that the ball fell into drip chamber, but air passed. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11522558 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported while using bd alaris¿ lvp 20d 3ss cv bv air bubbles entered the line. There was no report of patient impact. It was reported by the customer that the: ball fell into drip chamber, but air passed. "Patient receiving cytoxan, ball fell into drip chamber, but air passed into tubing causing delay in completing chemo."